Event description:
It was reported that during the implant when the lead was attached to the generator and the set screw was tightened, some pauses were noted in pacing. When the lead was attached to the analyzer the pacing was consistent. The lead was noted to have no signs of damage but low impedance was present. A new device was implanted, and the existing lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.